Event description:
The dialysis set was found to be leaking at the fill side of the stopcock. It required changing. It had only been in use on the patient for one day. Typically a change occurred every three days. The set was saved and is in the supervisor's office to give to bio-med. We are awaiting a response form the MFR.